Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that abrupt changes in the left ventricular (lv) lead pace impedance measurements as well as loss of capture was noted via remove monitoring. The patient was checked at the clinic and no asystole was noted, but noise was seen with arm movements and the pace impedance measurements were out of range as well as high pacing thresholds were noted. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to the ring to rv for sensing and pacing and no noise was seen, good pacing thresholds, and normal pace impedance measurements. A follow up was scheduled. No adverse patient effects were reported.

Event description:
Boston scientific received information that abrupt changes in the left ventricular (lv) lead pace impedance measurements as well as loss of capture was noted via remove monitoring. The patient was checked at the clinic and no asystole was noted, but noise was seen with arm movements and the pace impedance measurements were out of range as well as high pacing thresholds were noted using the ring electrode. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed ring to right ventricle for sensing and pacing and no noise was seen, good pacing thresholds, and normal pace impedance measurements. A follow up was scheduled. No adverse patient effects were reported.additional information noted that continued out of range pace impedance measurements were seen on this left ventricular (lv) lead and loss of capture was seen in all configurations, thus an lv lead fracture was suspected. The crt-d was reprogrammed to lv lead off and right ventricular (rv) lead only pacing. The patient will be booked for a new lv lead. Additional information received noted that a revision took place and this lv lead was left insitu while the device was explanted. The lead fracture was confirmed electrically but not visually or on x-ray. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis completion this investigation will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that abrupt changes in the left ventricular (lv) lead pace impedance measurements as well as loss of capture was noted via remove monitoring. The patient was checked at the clinic and no asystole was noted, but noise was seen with arm movements and the pace impedance measurements were out of range as well as high pacing thresholds were noted using the ring electrode. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed ring to right ventricle for sensing and pacing and no noise was seen, good pacing thresholds, and normal pace impedance measurements. A follow up was scheduled. No adverse patient effects were reported. Additional information noted that continued out of range pace impedance measurements were seen on this left ventricular (lv) lead and loss of capture was seen in all configurations, thus an lv lead fracture was suspected. The crt-d was reprogrammed to lv lead off and right ventricular (rv) lead only pacing. The patient will be booked for a new lv lead. No adverse patient effects were reported. Additional information received noted that a revision took place and this lv lead was left insitu while the device was explanted. The lead fracture was confirmed electrically but not visually or on x-ray.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that continued out of range pace impedance measurements were seen on this left ventricular (lv) lead and loss of capture was seen in all configurations, thus an lv lead fracture was suspected. The crt-d was reprogrammed to lv lead off and right ventricular (rv) lead only pacing. The patient will be booked for a new lv lead. No adverse patient effects were reported. Additional information received noted that a revision took place and this lv lead was left insitu while the device was explanted. The lead fracture was confirmed electrically but not visually or on x-ray.